Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and ventrio st on (B)(6) 2016 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1). Per op notes, ¿adhesions were taken down. Dense scarring with small bowel as well as colon adhesions underside of the hernia defect. These adhesions were taken down. The hernia defect was cleared. A ventralight st (device 1) was placed and tacked circumferentially.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted to open repair with implant of ventrio st (device 2). Per op notes, ¿dense bowel adhesions covering the midline were lysed. The bowel adhesions were too dense to the undersurface of the previous mesh (device 1). Previous incision was reopened. The scar tissue was excised. The hernia defect was noted and reduced. A ventrio st (device 2) was placed and secured using prolene sutures.¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of ventralight st (device 1), ventrio st (device 2) and implant of synthetic mesh. Per op notes, ¿prior incision was reopened. Prior midline scar was excised and removed. The prior mesh (device 1 and 2) was encountered and excised. The hernia defects were noted, and omentum were dissected free from the mesh. Lysis of adhesions were performed. Ometal adhesions were lysed. Bilateral myofascial flaps were raised. A synthetic mesh was placed and sutured.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and ventrio st on (B)(6) 2016 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.